Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection and capsular contracture baker grade iii. Concomitant medical products: 330cc mentor medium height plus profile memoryshape breast implant catalog: 3341205 lot: 7280428 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 330cc mentor memoryshape breast implant experienced right sided infection and capsular contracture baker grade iii post procedure. As a result, patient had an explantation on (B)(6) 2020.